Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. (B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery the instrument broke intra-operatively. No information about patient condition received. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is no longer expected to be returned for manufacturer review/investigation. Manufacturing site: (B)(4). Manufacturing date: june 10, 2008. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no patient harm and the surgery was not prolonged. All broken off fragments were removed and the surgery was successfully completed.